Event description:
The hearing aid (h/a) user has a history of ear infections and drainage from the ear canal. An infection was treated by pt's doctor, who prescribed drops and recommended a hypo-allergenic case with a large vent. H/a was sent in for remake.